Manufacturer narrative:
The insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the little ring that came off where customer put the reservoir in but reservoir was able to lock in place when inserted into insulin pump. The customer¿s blood glucose was 118 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.